Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetual booting . A functional test was not performed. The log was downloaded and reviewed finding errors related to the complaint. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.